Event description:
It was reported that the device was overheating. No case reported.

Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint that the device was overheating. A visual inspection was performed and showed the scope to have distal tip and fiber damage. This is caused by contact with another source. No manufacturing related defects were observed.